Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was 147 mg/dl at the time of the incident. The customer stated that they used their insulin pump for ten years but the device has a black display screen and no longer functions. The customer stated before they were on the insulin pump their blood glucose would rise to 1233 mg/dl. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.